Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. There was documentation of issues for the complaint of batch #8220718 during this production run. Quality notifications were written for rolled print which may be related to the customer's reported failure mode but without a sample, this cannot be confirmed.

Event description:
It was reported that bd¿ luer-lok had scale marking issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer-lok had scale marking issue.